Event description:
The surgeon inserted a 3-piece silicone lens model aq5010v. The surgeon changed his mind and decided to use a different lens. The lens was inserted and removed without pt injury. The rptr stated that there were no complications and there was no problem with the lens. The rptr also stated the lens was discharged.